Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal set-up joint (psuj) harness to resolve the issue of nonworking laser and noise on the surgeon side console (ssc) speakers. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The system was tested and verified as ready for use. Probable root cause is likely a defective psuj harness.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report the positioning laser was not working. Tse checked logs and found nothing relevant. Tse asked to power cycle the system, but the issue persisted. Tse asked if the microphone was working normally on the patient side cart (psc) and customer stated that the microphone was also not working properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the field service engineer and obtain additional information was provided: the issue identified did not render the system inoperable. Users could still continue using it as it was. However, the absence of the laser makes pre-operative positioning slower, and the lack of a microphone may require the surgeon to lift their head out of the viewer in order to clearly hear the team. So, in the end, it is inconvenient but not blocking.